Manufacturer narrative:
The suspect product is the comfort curve strips. The customer no longer has the strips, so they will not be returned.

Event description:
Pt reported obtaining results that were outside the system's measurement range of 10 to 600 mg/dl. He states he obtained bg readings of 000, 666, 800, and 900 mg/dl. These results were obtained using the complete system (meter, strip lot unknown, catalog number 2030373). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product, although the customer indicated he no longer has the products, but replacement product was shipped.